Event description:
A physician reported a pt who was administered a third collagen skin test on 1 may 1997 in the right forearm. On 10 may 1997, pt developed a purple splotch approx 1 inch long on the right nasolabial fold, a site previously treated. The physician diagnosed a hypersensitivity. No medical or surgical intervention was ordered. On 19 august 1998, the physician reported that the pt was last seen on 8 august 1998. The symptoms at the test site and nasolabial folds flared when the pt ingested beef. The physician prescribed oral benadryl prior to the pt eating beef.